Event description:
It was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. It was also reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.